Manufacturer narrative:
No product returning for eval. Should new relevant info become available, a supplemental form will be submitted.

Event description:
It was reported that the customer experienced low blood glucose levels. Reportedly, low blood glucose levels were not due to the pump. Customer had a colonoscopy and a cervix biopsy the same day. Customer's health care professional lowered pumps basal rate at night. Customer drank juice and consumed food to stabilize rate at night. Customer drank juice and consumed food to stabilize blood glucose level.